Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon would not deflate correctly. They had to remove the balloon with the scope from the patient. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon would not deflate correctly. They had to remove the balloon with the scope from the patient. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results. The returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic evaluation found the balloon longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon failure to deflate was confirmed. The returned device was longitudinally torn. It is likely to have occurred due to factors encountered during the procedure; it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with a sharp surface during or previous to the procedure could create friction on the balloon, causing the longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure.